Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings:. No defect was found. No activity related to pi observed in black box or download history. No damage found to battery compartment or cap. No overheating duplicated during testing. Pump electrical current draws found within specification. Pump opened no damage or evidence of internal moisture found.